Manufacturer narrative:
Combination product: yes, an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported in a hospital implant registration form that the patient developed an infection. Tee study showed thickened cied leads with chronic thrombus/vegetation attached to one of the leads at the level of the right atrium. The entire pacemaker system including the right atrial (ra) lead was removed. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5182047.